Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 95% stenosed target lesion located in the severely calcified and severely tortuous 3rd posterolateral branch. After pre-dilation with a 2.0mm non-bsc balloon catheter, a 2.25x24mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal. It was noted the stent edge was flared. The procedure was completed with poba. No patient complications were reported and the patient status is stable.